Manufacturer narrative:
H2: please see section d9 for when the device was available for analysis. H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795r, lot #: 21176190, h2 - h6: a medtronic representative went to the site to test the equipment. Testing revealed that the monitor was replaced and the system performed as intended. Codes b01, c13, and d02 are applicable to this analysis. H2 - h6: the monitor, lot number: 21176190, was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. It was noted there were no cracks, the touch worked, and the sound worked. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor was displaying "no video detected". The manufacturer representative (rep) on-site opened the back panel of the monitor and adjusted the cable connections. The rep noticed the touch screen functioned properly. The rep took the monitor off the system and put it on another known working system at the site. The monitor had the same behavior when attached to the known working system. Confirmed new monitor. No patient present. It was reported that the rep tried to use the soft keys to change the video input settings with no success.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795r, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.